Event description:
According to the report, startup fails. Ventilation cannot start. Display does not turn on. A sequence of 5 beeps, audible alarm is not silenced. No patient connected. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator. Software: 2.2.10.